Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "syringe clogged during use" (device clogged [syringe]). A surgeon reported syringes clogged during use. Five lot numbers were reported. No pt harm. This is one of five medical device reports being filed; this report is for lot number 09b26d.

Event description:
Reporter alleged obtaining the results of 58 mg/dl, 67 mg/dl, 75 mg/dl, 89 mg/dl and 96 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he ate yogurt, a banana, and cereal for breakfast after obtaining the results because he felt he was hypoglycemic. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.